Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: synergy ous mr 4.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found an unreported break situated at 16.0cm distal to the distal end of strain relief as well as multiple kinks located at different places along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29apr2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a severely calcified vessel. A 4.00 x 20 synergy drug-eluting stent was advanced but was unable to cross lesion. The procedure was completed with another of the same device. There were no patient complications nor injuries reported. However, returned device analysis revealed a hypotube break.